Event description:
Reportedly, during follow-up performed on (B)(6) 2012, aida data could not be reviewed normally.

Manufacturer narrative:
(B)(4), 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.